Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly calcified vessel. A 3.50mm x 15mm nc emerge® balloon catheter was selected for use and advanced to dilate the lesion. However, upon inflation, the balloon ruptured. The device was removed intact. No patient complications were reported and the patient's status was good.